Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('the metal coli braking'), perforation ('coil cutting other organs in the abdominal'), uterine perforation ('coil cutting into the uterus') and device dislocation ('migration througtout the body') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), perforation (seriousness criterion medically significant), uterine perforation (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), autoimmune disorder ("autoimmne reactions"), pelvic pain ("extreme pelvic pain"), abdominal pain ("abdominal pain"), migraine ("migraines"), tooth loss ("loss of teeth") and alopecia ("loss of hair"). At the time of the report, the device breakage, perforation, uterine perforation, device dislocation, autoimmune disorder, pelvic pain, abdominal pain, migraine, tooth loss and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, autoimmune disorder, device breakage, device dislocation, migraine, pelvic pain, perforation, tooth loss and uterine perforation to be related to essure. Concerning the injuries reported in this case, the following one/ones was/were reported via social media report : device breakage, perforation, uterine perforation, device dislocation, autoimmune disorder, pelvic pain, abdominal pain, migraine, tooth loss, alopecia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-jan-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('the metal coli braking'), perforation ('coil cutting other organs in the abdominal'), uterine perforation ('coil cutting into the uterus'), device dislocation ('migration throughout the body') and autoimmune disorder ('autoimmune reactions') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), perforation (seriousness criterion medically significant), uterine perforation (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), pelvic pain ("extreme pelvic pain"), abdominal pain ("abdominal pain"), migraine ("migraines"), tooth loss ("loss of teeth") and alopecia ("loss of hair"). At the time of the report, the device breakage, perforation, uterine perforation, device dislocation, autoimmune disorder, pelvic pain, abdominal pain, migraine, tooth loss and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, autoimmune disorder, device breakage, device dislocation, migraine, pelvic pain, perforation, tooth loss and uterine perforation to be related to essure. Concerning the injuries reported in this case, the following one/ones was/were reported via social media report : device breakage, perforation, uterine perforation, device dislocation, autoimmune disorder, pelvic pain, abdominal pain, migraine, tooth loss, alopecia. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.